Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up it was noted there was no pacing in this left ventricular (lv) lead and intermittent pacing when reprogramming the device. A fluoroscopy was performed which showed that the lv lead had dislodged. The lv lead was explanted and then re implanted at the same procedure. During the procedure the lv lead had once again dislodged and was once again re implanted. The lv lead remains implanted. No additional adverse patient effects were reported.